Event description:
It was reported that the patient claimed they felt their lead dislodge. Right atrial (ra) lead had dislodged and was reprogrammed whilst waiting for lead revision. It was noted that the ra lead problem was due to patient anatomy, ripped sutures within the pocket. The lead had too much tissue on it to be revised, therefore it was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, implanted on (B)(6) 2021; product ID: 6935m62 lead, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.